Event description:
According to the mother, her son's hearing performance with the device has been deteriorating, hence she visited for follow-up where in situ testing showed affected channels. Further proceedings are unknown.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received. This is a combined initial and final report.